Event description:
It was reported that during an iliac stenting treatment procedure, stent dislodgement difficulties were encountered. The customer stated that, the "stent dislodged from the balloon while trying to pass through the lesion; the non-expanded stent was left in the patient." No patient injuries or complications were reported. Patient status is reported as "fine." Additional information has been requested regarding this event.

Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains in the patient's body and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.